Manufacturer narrative:
The customer was sent a replacement and a was requested to return the original pump for evaluation. To date, the device has not been returned, and therefore it cannot be definitively concluded that the pump malfunctioned and therefore caused inflammation and bleeding.

Event description:
Customer reported on (B)(6) 2023 from us that the elvie stride caused her nipples to go red and inflamed to the point of bleeding. The customer has not yet whether they required medical treatment or not.